Event description:
It was reported that the patient developed a skin reaction/ infection at the pod¿s infusion site (leg) while wearing the device for an unknown duration. The patient stated that the issue occurred three months ago while skiing, during which they fell and damaged the pod forming a lump that eventually burst. The patient reported purulent drainage, swelling, severe pain, and scarring at the infusion site. A new pod was placed. No additional information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.